Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 59 mg/dl (system 1), 49 mg/dl (system 1), 241 mg/dl (system 2), and 240 mg/dl (system 2). The same test strip lot number was used for both meters and results.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test returned test strips because they expired. The test strips were in date at the time of the event.